Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent right knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2018. At 12-month follow-up on (B)(6) 2019, patient presented with continuing problems with right knee, including the inability to get full extension and pain with activity and walking. Pain is located over the medial compartment that extends up and down the leg and patient states it is changing his gait mechanics to the point it is causing him right hip and back pain. Radiographs were obtained during the visit. It was noted that there appeared to be some cement mantle lucency over the right femoral component, indicating possible mechanical loosening. CT of right lower extremity was obtained. On follow-up visit on (B)(6) 2019, symptoms were not changed since previous visit. CT was reviewed and no findings of periprosthetic fracture were noted. Patient underwent revision to total knee arthroplasty on (B)(6) 2019.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not stated whether or not the patient followed the proper post-op procedures.